Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the stem subsiding and the patient's hip dislocating. The surgeon removed and replaced all original implants.